Event description:
Piece broke off in patient while performing a capsulotomy; the beaver blade snapped off in the joint space. Mr. (B)(6) attempted to retrieve the portion that was free floating in the joint. He managed to locate and unfortunately, the broken piece lodged in the soft tissue outside the joint space. Despite numerous attempts to retrieve the snapped portion of the blade it remained in the soft tissue outside of the hip joint.

Manufacturer narrative:
An evaluation was performed on the returned product and could confirm the customer complaint for the tip being snapped off. The blade was visually inspected under the microscope. The blade has been used in the field and showed to be bent. It appears excessive side loading to the blade caused the tip to snap off. This is considered to be customer related damage. No further investigation is required. Customer misuse (B)(4).